Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok button and up and down arrow buttons on the keypad were under responsive to user presses and there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2017 with the following findings: during investigation, the pump was unresponsive and did not power on. The pump was opened and moisture was observed throughout the pump interior. A leak test failed due to a battery compartment crack traveling to the bumper pad; a crack was observed between the bumper and cover. The complaint of a keypad response issue was not able to be adequately investigated due to excessive internal moisture in the pump.